Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5531-g-509 lot # lbv144 description: x3 triathlon cs insert #5 9mm; cat # 5520-b-500 lot # sppsj description: triathlon-prim tib baseplate usae mold #1434; cat # 5551-g-350 lot # 0h66 description: triathlon asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
It was reported, "right primary triathlon knee implanted on the (B)(6) 2010, implanted removed on (B)(6) 2010 for infection.